Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 400 approximately 90 minutes after a full supply change, and a bent cannula was identified at the infusion site for an inset teflon infusion set; the lot number provided was 6007991. Symptoms included elevated blood glucose. Outcomes included recovery as glucose trended down after the infusion site was changed. Investigation included product troubleshooting and education with follow-up to monitor glucose trend and confirmation of the bent cannula at the site. Investigation of this case revealed that a bent cannula at the infusion site likely impeded insulin delivery, which can cause hyperglycemia, while the ilet device itself did not present an alert beyond the reported high glucose value. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.